Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No pump error 25 alarm noted during testing. Device functioning properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specific range. Device received with normal operating currents.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error detected and the notification light stopped blinking. Troubleshooting was performed. Customer's blood glucose level was unknown at the time of incident. Customer stated that they were asked to setup the time and date and rewind the insulin pump for the second time after 3 hours. The insulin pump will be returned for analysis.